Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called and reported a system controller fault alarm. The log files confirmed a yellow wrench controller fault alarm. The controller was replaced with a new one.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the provided log file. The log file captured a controller fault alarm on 18jun2025; this alarm appeared to have occurred as a result of the backup battery¿s unloaded voltage being above the acceptable threshold at this time, triggering the alarm. The alarm resolved within the same minute of activation and did not reoccur throughout the remainder of the data. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical alarms were not reproduced throughout all testing, and the controller operated a mock loop as intended. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including controller fault and no external power alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.